Event description:
Customer complaint: limited data available. Customer stated that the heating pad caused permanent skin damage to their partner's leg. They did not mention if medical attention was sought out.

Event description:
Customer complaint - limited data available via email consumer stated that the heating pad caused permanent skin damage to his wifes leg. Consumer did not mention if medical attention was sought.